Manufacturer narrative:
The retaining ring maintains in the correct positioning of the safety pin. With the safety pin in its proper position, there is no chance of damage to the retaining ring. It is suspected that the safety pin was out of position, leading to abnormal stress upon the retaining ring which led to its failure. The maquet foreign country maintenance program requires to make a visual check of the retaining ring every year. The hosp did not have a maintenance contract with maquet foreign country for the involved medical device. The broken spring arm is now scrapped and replaced so the involved medical device is now repaired. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet foreign country provides product failure investigation, analysis and resolution for the device described in this report.